Event description:
It was reported that surgeon had difficulties performing the cochleostomy and that the active electrode was likely misplaced and damaged during implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.